Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the infusion device delivers inaccurately. Pt stated, the cause is unk and the infusion device displayed no error alert. Pt reported changing the infusion set with no success. Pt reported, a blood glucose level of 309 mg/dl; took correction via pen. Pt's normal blood glucose level is 100-140 mg/dl. Pt reported being in the hospital since (B)(6) 2010; treatment received was not provided. No further information is available. Requested return of the alleged infusion device for evaluation.